Manufacturer narrative:
(B)(4). Batch # m9210f. Additional batches: batch #: m9200r: manufactured date: 07/14/2015, product exp. Date: 6/30/2020. Batch #: m92065: manufactured date: 07/15/2015, product exp. Date: 6/30/2020. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: (B)(6) 2015 no lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: on this case, did it take excessive force to remove the specimen bag (with gallbladder and stones) due to the fascia incision not being large enough: unknown

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after removal of the gallbladder specimen, a small rip was noted in the bag. Upon further inspection, a piece of the bag had broken off inside the patient. The piece was retrieved without issue and there was no report of bile spillage as a result of the issue with the bag. No new device was needed as the specimen had already been retrieved. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).